Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp catheter extension set leaked around the tubing seal which caused blood to leak out around the extension set during IV placement. It was further stated that the leak occurred lower than connection to the actual IV in the tubing itself. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.